Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture, high, spiked, and undefined impedance. It was noted the lv lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.